Event description:
This pt was receiving inappropriate shocks. Distributor received add'l info that these leads are to be removed sometime in the next week due to the ICD nearing end of life. The ICD will be replaced for normal battery depletion and the pt's leads will be evaluated and upgraded to another lead system at the same time.